Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') and pre-eclampsia ('pre-eclampsia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased and migraine outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, migraine, pre-eclampsia, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') in an adult female patient who had essure (batch no. 12474207,810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 ((B)(6) 1996, (B)(6) 2002, (B)(6) 2005, (B)(6) 2010) and miscarriage (5). Concomitant products included ibuprofen (motrin children) from 2017 to 2018 and medroxyprogesterone acetate (depo-provera). On (B)(6) 2011, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia ("pre-eclampsia"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines / headaches"), pelvic pain ("pain- lower pelvic"), vaginal haemorrhage ("abnormal bleeding-vaginal") and heavy menstrual bleeding ("abnormal bleeding-menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, migraine, vaginal haemorrhage and heavy menstrual bleeding outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date : (B)(6) 2018. Date(s) of insertion: (B)(6) 2011 and (B)(6) 2011(discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on an unknown. Date: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Lot number: 12474207 manufacturing date: 2010/12 expiration date: 2013/12. Lot number: 810890 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-apr-2021: pif received. Date of insertion updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') in an adult female patient who had essure (batch no. 12474207-not valid,810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia ("pre-eclampsia"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines / headaches"), pelvic pain ("pain- lower pelvic"), vaginal haemorrhage ("abnormal bleeding-vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Lot number 12474207 is not valid. Lot number: 810890 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') in an adult female patient who had essure (batch no. 12474207,810890) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia ("pre-eclampsia"), genital hemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines / headaches"), pelvic pain ("pain- lower pelvic"), vaginal hemorrhage ("abnormal bleeding-vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital hemorrhage, dysmenorrhoea, alopecia, weight increased, migraine, vaginal hemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital hemorrhage, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Lot number: 12474207. Manufacturing date: 2010/12. Expiration date: 2013/12 . Lot number: 810890. Manufacturing date: 2010/12. Expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') and pre-eclampsia ('pre-eclampsia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia (seriousness criterion medically significant), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and migraine ("migraines / headaches"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased and migraine outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, migraine, pre-eclampsia, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2020: pfs and mr received: events- "migraines / headaches, pre-eclampsia" added. Reporter, lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') in an adult female patient who had essure (batch no. 810890,12474207) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia ("pre-eclampsia"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines / headaches"), pelvic pain ("pain- lower pelvic"), vaginal haemorrhage ("abnormal bleeding-vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date : (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Most recent follow-up information incorporated above includes: on 30-sep-2020: pfs received- lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia ("pre-eclampsia"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines / headaches"), pelvic pain ("pain- lower pelvic"), vaginal haemorrhage ("abnormal bleeding-vaginal") and menorrhagia ("abnormal bleeding-menorrhagia"), was found to have a pregnancy with contraceptive device ("pregnancy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date: on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: total bilateral occlusion. Pregnancy test: on (B)(6) 2017: negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: pfs received : new event added- pelvic pain, vaginal haemorrhage and menorrhagia, essure confirmation test added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device / right essure could not be located') in an adult female patient who had essure (batch no. 12474207,810890) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 4 (B)(6) 1996,(B)(6) 2002,-(B)(6) 2005, (B)(6) 2010) and miscarriage (5). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2013, the patient was found to have a pregnancy with contraceptive device ("pregnancy"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pre-eclampsia ("pre-eclampsia"), genital haemorrhage ("bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), migraine ("migraines / headaches"), pelvic pain ("pain- lower pelvic"), vaginal haemorrhage ("abnormal bleeding-vaginal") and menorrhagia ("abnormal bleeding-menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, pre-eclampsia, pregnancy with contraceptive device, genital haemorrhage, dysmenorrhoea, alopecia, weight increased, migraine, vaginal haemorrhage and menorrhagia outcome was unknown and the pelvic pain had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as elective abortion. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Previously reported essure removal date : (B)(6) 2018. Date(s) of insertion: (B)(6) 2011(discrepancy noted as per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion; on an unknown date: total bilateral occlusion. Pregnancy test - on (B)(6) 2017: negative. Lot number: 12474207 manufacturing date: 2010/12 expiration date: 2013/12. Lot number: 810890 manufacturing date: 2010/12 expiration date: 2013/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2020: pfs received. Lab data were added. Pregnancy outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), genital haemorrhage ('bleeding') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, alopecia and weight increased outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was unknown to the reporter. The reporter considered alopecia, device dislocation, dysmenorrhoea, genital haemorrhage, pregnancy with contraceptive device and weight increased to be related to essure. The reporter commented: patient received treatment for dysmenorrhea, migration, hair loss, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint approximately. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: dysmenorrhea (cramping), bleeding, migration, hair loss, weight gain, pregnancy. Reporter information were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.